Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose was in the 39-60 mg/dl. Customer experienced the low blood glucose as a result of going back to using their sensor. Customer complained about alarms on their device as well and that the belt clip slot was broken. Customer was advised to call the helpline to request for a replacement device.